Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when testing the patient notifier, neither the physician or the patient are able to feel the vibration. No telemetry anomalies were detected. It was also noted that the patient had an MRI in (B)(6) 2012. Device was nearing eri, so the physician elected to explant and replace the device.

Manufacturer narrative:
The reported field event of no patient notifier function was confirmed in the laboratory. Testing on the bench confirmed that the motor did not vibrate. It is believed that the exposure to MRI may have caused damage to the patient notifier motor.